Manufacturer narrative:
MFR's report date: apr, 4, 2011. (B)(4). The reported issue of the iui connectors having burned was confirmed. The device responsible for the occurrence was identified to be sn (B)(4) and the device with sn (B)(4) determined to be incidentally damaged as a result of being attached to this device. Inspection of the source device found it to have excessive fluid ingress damage that entered through the left female iui connector contaminating the rear case, bezel assembly and main logic board. The left iui connector also had a visible crack in it. The right iui connector that experienced the thermal event had fluid residue observed around the connector and pins 13 and 14 were found to be in a shorted condition. The device with excessive fluid damage to its main board (sn (B)(4)) was found during the investigation to no longer function, producing a variety of error code events as a result of the damage. The other associated device (sn (B)(4)) functioned without incident with a new left iui temporarily attached had no other issues or anomalies noted. The root cause for the noted thermally damaged iui connector is not definitively known but the evidence suggests that it is the result of fluid contamination on the iui connector.

Event description:
Biomed sent device to service depot for complaint of "connector on the side was burnt up". Product was not on pt at the time of the event. Biomed stated there was no pt involvement or pt harm associated with this event.